Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with ceftazidime (intraperitoneal, dose, duration and frequency were not reported) and vancomycin (intraperitoneal, dose, duration and frequency were not reported) for empirical peritonitis. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. No additional information is available.